Event description:
It was reported that, the day after the implant procedure, and x-ray confirmed the electrode had migrated. The tip of the electrode dropped. The patient has a high body mass index and has the heart condition of dextrocardia. The physician had a lateral x-ray done. It looks like it is just the tip of the electrode that is off the sternum. The doctor has elected to just continue monitoring the system for now. There were no additional adverse patient effects. The system remains implanted.